Event description:
Omnipod recall - late (B)(6)/early(B)(6) omnipod alerted us about a recall. My daughter is a type 1. We checked out existing supply, and nothing was affected. Then late (B)(6) I placed an order "w byram", not even thinking that byram still had recalled pods on their shelf to distribute. My order was for 90 day supply. All of the boxes were recalled boxes I received. I never thought at that point a month after we were notified byram had not pulled them. I talked w byram who indicated omnipod never notified them of the recalled lot - they did not know. 1) they initially refused to replace the 10 boxes of recalled lots. I had to make 3 different phone calls until omnipod agreed to replace all recalled lots which were all confirmed via me reading codes to box. Byram would not replace because they were not notified and it was passed 15 day return window. My daughter had boxes from a previous order she was going through first which were not recalled items. 2) issue my daughter has been in (B)(6) managing 400 plus blood sugars with affected pod since (B)(6). I received a text from omnipod saturday afternoon, (B)(6) letting me know an affected pod had been installed. I sent a message to my daughter and told her to change to another box. She was already out of sorts from this. Sunday night, she called in tears, scattered brain, behind at school, unable to focus, eat, nauseous. High 400 plus blood sugar. I checked the lot and confirmed what she had was all affected pods. Her endo office, we called - he advised take pod off and use pens until get replacement. Pens are not working. We called omnipod sunday night 11l30 is after getting off 1 hour call with endo office. I confirmed what she had and I had were affected lots. I asked get replacements to her monday. They said earliest is tuesday. I said where in (B)(6) can I go pick up from your supplier - or fly down and send courier to deliver. Neither were option. I called monday at 9 am, requested tier 2. I asked why I am not being given all 50 pods just 30 pods. He said you have to send the 30 back and then once we get them. I said I have paid for them via my insurance, and you want to give me what are defective. He said no - not until you return 30 affective pods to us. I called byram and got on the phone w another tier 2. He said (B)(6) gave me the wrong policy. I said I need 2 boxes rushed to my daughter in (B)(6). She is suffering and needs to get back on it to manage blood sugar. We will send out rush for tuesday delivery. I gave them my daughter's address. I just found out at 12 am (B)(6) I have been on the phone w omnipod for over an hour (B)(6) into (B)(6) that pods were not sent 1st in the morning to my daughter!!!!!! They sent all of them to me!!!! Do they not realize the urgency? She has been on omnipod a while so she is taking insulin from the pen every hour and can't keep blood sugars in check. She has had pain in what she says is her kidneys. I have been waiting for a call from endo since 10:30 and it is not 12:30 am. Omnipod has mismanaged this - the recall was their fault and there is no urgency to get someone the replacements when we have none!!!! Is this an appropriate response? (B)(6) (tier 2) was refusing to replenish my complete supply without returning a portion first - I did not cause this recall! - and I paid for their product! (B)(6) would not escalate above him when I asked, and I have since learned there is a tier 3. He only gave me the option to email. Because no pods were shipped first am tuesday, she will not have pods for another day. I need them to provide my daughter with a note explaining their recalled units which was all of our supply, our calls trying to beg to get us replacements - she has had to request to delay her finals on wednesday because she is not physically in a condition to get the work done she needs to for the paper and for the speaking portion in this senior level major. I need your help for omnipod to explain the slow response to replenish our supply when we have no unaffected pods and then failed to send requested items to my daughter in (B)(6) 1st am. They sent supply to me all of it. Why is there action not more immediate? It was like they did not care. I am still waiting on endo call to determine if I need to get my daughter to emergency room because of pain in the kidneys, likely due to the longevity of high blood sugars because of the lack of quick response providing replacements. Pen dosages are not working, and it may be because the pens are older. We do not know - but the response by omnipod is not what I expected! More action is needed when patient has not unaffected supplies. Patient codes: 1908,1970,2553,4569, 1994. Pt code: 1420. Ref: mw5187479, mw5187480, mw5187481, mw5187483, mw5187484, mw5187485, mw5187486, mw5187487, mw5187488.